Event description:
It was reported the customer received a compromised force sensor system alarm. Customer's blood glucose was 230 mg/dl. Troubleshooting found the customer's drive support cap appeared to be protruded. It was also found the customer did not drop or bump their insulin pump prior to the alarm occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump was received with an alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, and stained end cap sticker.